Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03269.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03269. It was reported the patient underwent a permanent implant procedure on (B)(6) 2015 during which the physician experienced difficulty placing the leads for two hours. Following lead placement which resulted in effective stimulation, the physician attempted to remove the needles and the leads migrated. As a result, unintended stomach and rib stimulation occurred. In turn, the procedure was abandoned.